Event description:
It was reported that during a tracheobronchial stenting procedure, the stent suture broke. When the physician pulled the finger ring to release the stent, the suture broke. The stent was partially open and could not be released. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.